Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that states that the inflation line of the tracheostomy tube leak after 48 hours in situ. There was no report of incident related medical sequelae.